Event description:
It was reported that intima-ii y 26gax0.56in mzprn slm npvc syringe could not connect to the connector. The following information was provided by the initial reporter: normal use of closed venous indwelling needle positive pressure needle - free connector and syringe can not connect.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9323973. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 26gax0.56in mzprn slm npvc syringe could not connect to the connector. The following information was provided by the initial reporter: normal use of closed venous indwelling needle positive pressure needle - free connector and syringe can not connect.